Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since the sample was not available for evaluation. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that at the end of the procedure, the angio-seal device involved was chose to close. When the angio-seal sheath and vessel locator were inserted, the vessel locator kept popping back out of the sheath. They attempted to re-click it in, tried again, and the vessel locator came out again. They resorted to manual compression. The patient was stable condition, and the procedure outcome was successful. There was no patient injury or surgical intervention required. The blood loss was less than 250cc's.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. H4: device manufacture date: requested, not provided. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.